Event description:
It was observed that during the device evaluation, the colonoscope nozzle and forceps elevator had foreign matters. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Despite multiple attempts, olympus did not receive a reply from the user. Therefore, we cannot collect additional information including reprocessing steps. Based on the results of the investigation, it is likely that the foreign material remained due to insufficient cleaning and insufficient reprocessing. The foreign material was unable to be identified. The event can be prevented by following the instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states the preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and the evaluation found that the housing had broken front panel; air/water cylinder had no color; suction cylinder has no color; forceps channel port is shaved; scope cover unit had foreign objects; due to wear of angle wire, bending angle in upwards direction does not meet the standard value; image protector has a scratch; jet tube had foreign objects; air/water tube had foreign objects; distal end cover had stain; adhesive on bending section cover or distal sheath rubber has foreign objects; and connecting tube has a scratch. Should additional relevant information become available, a supplemental report will be submitted.